Manufacturer narrative:
Two deltaplush microcoil systems of the same lot number (c24136) were returned with identical complaints. For identification and inspection purposes the coils will be identified as coils ¿a¿ and ¿b¿. This coil is identified as coil ¿a¿. The introducer sheath and resheathing tool were not returned. Both the unspecified enpower detachment control box (dcb) and the control cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was returned unsheathed, stretched, and damaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The coil¿s socket ring has been bent. The proximal section of the coil has been stretched. The stretched resistance suture has been severed. The distal section of the coil has been severely damaged with the ball tip being pulled out, severed, and not returned. The device positioning unit (dpu) passed electrical testing with resistance at 50.1 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). The coil was detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 50.0 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing or material defects were found. The complaint of the failure to detach cannot be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coil unable to be detached in the target site cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the premature detachment of the coil in the microcatheter during removal cannot be confirmed. The coil was still fully attached to the dpu via the detachment fiber upon receipt; therefore the root cause of the premature coil detachment inside the microcatheter cannot be determined. The complaint of the coil being stretched is confirmed. The root cause of the coil stretching cannot be determined; however the evidence shows that two contributing factors may have produced a portion of the coil damage found. The primary contributing factor may have occurred when the coil was completely removed out of the introducer sheath. When the coil was removed through the skive, the skive would have produced an anchoring effect which may have produced portion of the damage found to the coil such as stretching and the severing of the stretch resistant suture. In addition, without the identification or the return of the complete introducer sheath and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the coil damage may have occurred due to post-procedural cleaning, handling, and packaging. Due to these issues it cannot be determined how much damage occurred to the coil during the procedure. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the stretch was confirmed, however procedural factors outlined in the IFU or handling factors likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint events. The failure to detach and premature detachment were not confirmed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. The conclusion code 71 - no failure detected, device operated according to specification refers to the resistance testing. Conclusion code 77 - operational context caused or contributed to event is related to the stretch. (B)(4). This report is related to MFR report # 2954740-2015-00283.

Event description:
The contact from the facility reported that the deltaplush coils (both (B)(4)) could not be deployed. At the time of initial contact the products were available for return. There was a bit of a delay due to the issue however there was no report of injury. The patient's vessels were tortuous but not calcified. There was no damage noted to the coil system prior to use. The coils were stretched after removing from the patient and were no longer attached to the delivery system. The coils were successfully removed from the patient. The enpower dcb and control cable were used in the procedure. The lot numbers are unknown. A predeployment electrical check was performed and the system ready light illuminated. There was no low battery light or fault light seen during the case. Upon pressing the power button all lights illuminated.